Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The end user states that the front right wheel is no longer resting on the floor. The end user states that on friday the entire lift fell over to the right side on (B)(6) while the end user was in the lift above the bed. The end user has no injuries to report. The end user has no further information to provide.